Event description:
Device 2 of 3. Ref MFR report #s: 1627487-2013-05732 and 05734. It was reported the pt's scs system was explanted due to inadequate pain relief and discomfort at the ipg site. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.